Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the one of the heartstart mrx defibrillator paddles was broken. The customer stated the issue occurred following the philips field service engineer (fse) moving the device on a cart in which the device accidentally fell off. There was no patient involvement.